Manufacturer narrative:
Visual examination of the returned genesys hydrothermablation (hta) procerva procedure set revealed that the cassette communication board pins were corroded and this board was replaced. An initial attempt to engage the cassette was made and a ¿cassette error: faulty cassette detected¿ alarm was displayed. The level sense board was replaced and the second attempt to engage the cassette was successful. The system worked as intended, with no leaks or alarms. Since patient thermal injury is a possible adverse event of the hta procedure as indicated in the dfu, the most probable root cause classification for the clinical failure mode (patient-burn) is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2015 under general anesthesia. According to the complainant, a minute into the ablation phase of the procedure, a fluid loss alarm was displayed with no cervical leak noted upon digital examination by the physician. The procedure continued to the ablation phase, during which they experienced a faulty cassette error. The system went into a ten-minute cool down. While setting up a 2nd procedure set, the physician noted ¿damaged¿ tissue on the patient¿s perineal area. The tissue had the appearance of an abrasion, with some tissue tearing away from the perineal body. The cervical area and the vagina were examined and noted to be without ¿damage.¿ the physician continued with the procedure. During hysteroscopy, cool fluid was leaking from the cervix and the case was aborted. The patient was re-examined and a 2-3cm burn was noted at the base of the cervix and on the side of the vagina. The burn was classified as second degree and it was treated with silvadene cream and neosporin ointment. Additionally, it was reported the patient had an anteverted uterus, therefore a speculum was not used and the tip of the hysteroscope was placed at an angle as of (B)(6) 2015, the patient was reporting light discomfort; no pain medication was prescribed. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2015 under general anesthesia. According to the complainant, a minute into the ablation phase of the procedure, a fluid loss alarm was displayed with no cervical leak noted upon digital examination by the physician. The procedure continued to the ablation phase, during which they experienced a faulty cassette error. The system went into a ten-minute cool down. While setting up a 2nd procedure set, the physician noted ¿damaged¿ tissue on the patient¿s perineal area. The tissue had the appearance of an abrasion, with some tissue tearing away from the perineal body. The cervical area and the vagina were examined and noted to be without ¿damage¿. The physician continued with the procedure. During hysteroscopy, cool fluid was leaking from the cervix and the case was aborted. The patient was re-examined and a 2-3cm burn was noted at the base of the cervix and on the side of the vagina. The burn was classified as second degree and it was treated with silvadene cream and neosporin ointment. Additionally, it was reported the patient had an anteverted uterus, therefore a speculum was not used and the tip of the hysteroscope was placed at an angle. As of (B)(6) 2015, the patient was reporting light discomfort; no pain medication was prescribed. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.